Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover and torn silicone on the top and bottom covers. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the open impedances reported. In addition, this device had a gross leak at the seam weld. This was induced during the failure analysis process. This version of the hires 90k device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.